Event description:
Screw fixation was extremely difficult and they did not seat well. The biofoam cup was not machined on the back where the screws exit and screw fixation was extremely difficult unless the drill was exactly parallel to the hole. Patient returned to surgery for incision and drainage (I & d) and correction of one screw fix.